Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for an unknown reason. Patient¿s condition was poor. Device interrogation noted competitive atrial pacing that was causing the r-waves to fall into the blanking period leading to undersensing. Patient was alert and talking during device interrogation. Programming changes were made. Patient was seen in clinic around 10-days later and there were no other episodes recorded since the last interrogation. The patient was doing well.